Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist states, the patient was recommended for orthodontic treatment to fix moderate crowding and malocclusion. X-rays were taken and it revealed noticeable signs for bone loss with widen pdl on lower anterior teeth and uncorrected issues after byte treatment. Due to byte treatment being unsuccessful, it is recommended patient start in-office orthodontic treatment under dentist care to prevent further issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.